Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Cont e1 zip code- (B)(6).

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: deflation: not observed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a6; b5; d6a; d6b; h6.

Event description:
Device has been explanted.